Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, during valve deployment, the temporary pacer lost capture, which resulted in a very high deployment (greater than 100/0) with the presence of moderate central regurgitation. The team opted to prep and implant a 2nd 29mm sapien 3 ultra resilia valve lower. The valve in valve was successful, and the patient left the room with trace paravalvular leak (pvl) and a mean gradient of 3mmhg. The patient was in stable condition.